Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient had a loss of connection. No additional event or patient information is available. No product was provided for evaluation. However, data log was provided and reviewed for evaluation on 02/02/2017. Complaint for a loss of connection was confirmed. The root cause could not be determined, post investigation.